Event description:
It was reported that during preparation of the patient for surgery, the unit caught fire. It was further reported that the patient was transferred to another room and the unit was extinguished.

Manufacturer narrative:
The product was returned for investigation. The reported failure was confirmed. The product was visually inspected after the cover was removed. It was found that the product had sustained heat damage and melting of internal components was noted (e.g., the bulb housing was melted). It was also noted that this product was manufactured in (B)(4) 2002 and as such, had no thermal switch. Corrective actions have been put into place on products manufactured after 2002. All older products returned for repair will be upgraded with new safety features. In sum, the customer complaint was confirmed. The root cause of the failure was traced to a fan housing that had overheated. The failure mode will be monitored for future reoccurrence.